Event description:
A medtronic representative reported that while in a spine procedure, all the monitors for the stealthstation i7 integrated navigation system went black. A site representative did a hard shutdown to re-boot the system and the monitors came back on. The surgeon completed the procedure with the use navigation. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Log files from date of occurrence were not available anymore on the system. Insufficient information to determine root cause for the described behavior.